Event description:
It was reported that the patient experienced difficulty with inflating their inflatable penile prosthesis (ipp). When the patient presses the pump, the device did not reinflate, and the pump remained dimpled. Troubleshooting was performed to reinflate the device, with no resolution. The patient underwent surgical intervention to explant the device. During the procedure the physician identified a hole in the tubing near the pump and the kink resistant tubing (krt) had a suture that was coming out. A new ipp was implanted, and the patient is expected to fully recover.

Manufacturer narrative:
Additional information provided that impacted the following fields: b5 describe event or problem, d6b explant date, c2/d10 concomitant product or therapy, e1 initial reported last name, h6 impact codes, and h6 device codes

Event description:
It was reported that the patient experienced difficulty with inflating their inflatable penile prosthesis (ipp). When the patient presses the pump, the device does not reinflate. Troubleshooting was performed to reinflate the device, with no resolution. The physician believes that there has been fluid loss from the device. Surgical intervention will take place to resolve the issue.